Event description:
According to the facility "the g-tube fell out of the patient while she took a deep breath".

Manufacturer narrative:
According to the facility "the g-tube fell out of the patient while she took a deep breath". Per the facility "the balloon was found with a slit in it and was no longer inflated, but intact with no missing pieces". Per the facility "the g-tube was replaced at the bedside by the surgeon the same day it fell out ((B)(6)) and the patient required imaging after the g-tube was replaced". The sample was requested for evaluation. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.